Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding.'). In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included: paratubal cyst, vaginal mesh removal surgery, grand multiparity, stress, incontinence, rectocele, tension-free vaginal tape sling, perineoplasty, cystoscopy, stress urinary incontinence, genitourinary operation nos, uterine dilation and curettage, uterine polypectomy, colporrhaphy and endometrial polyp. Previously administered products, included for an unreported indication: percocet. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy,endometrial ablation with novasure.). Essure was removed on (B)(6) 2018. At the time of the report, the dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding to be related to essure. The reporter commented: left: 3 coils within the endometrial cavity. Right: 1- 2 coils noted, within the endometrial cavity. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-dec-2020: mr received: "previously reported event: medical device removal replaced with dysfunctional uterine bleeding", reporter, medical history, essure removal date and rcc added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.